Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal band ligation procedure performed on (B)(6)2023. The device was placed onto the scope and then it was inserted into the patient. During the procedure, the physician suctioned the varix and rotated the handle; however, the band did not deploy. The physician tried to deploy the band twice, but nothing happened. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped. Additionally, a band was also broken.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle slot had evidence that the trip wire was inserted. Per media analysis on the provided photo, it showed that the ligator housing had all bands attached, and some of them were moved, overlapped, and broken. Additionally, the ligator housing teeth were bent/damaged, and the suture was completely unfolded. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon media analysis on the provided photo, it showed that the suture thread was fully unfolded from the ligator housing; however, it still had the seven bands attached, and some bands were moved, overlapped and some bands were broken. This indicates the inability of the device to deploy the bands. The bent ligator housing teeth suggests an incorrect application of tension to the suture thread at the time of deployment, causing the movement and overlapping of the bands, twisting them until they broke. It is possible that the technique used, or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2023. The device was placed onto the scope and then it was inserted into the patient. During the procedure, the physician suctioned the varix and rotated the handle; however, the band did not deploy. The physician tried to deploy the band twice, but nothing happened. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped. Additionally, a band was also broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2023. The device was placed onto the scope and then it was inserted into the patient. During the procedure, the physician suctioned the varix and rotated the handle; however, the band did not deploy. The physician tried to deploy the band twice, but nothing happened. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped. Additionally, a band was also broken.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; therefore, product analysis could not be performed. Per media analysis on the provided photos, it showed that the ligator head had all bands attached, and some of them were moved from their position and overlapped. Additionally, some bands were damaged/broken, and the ligator head teeth were bent/damaged. The reported event of bands unable to deploy was confirmed. The device was not returned but per the photos provided by the customer, some of the bands in the ligator head were moved and overlapped, damaged/broken, and the ligator head teeth were bent/damaged, suggesting inability of the device to deploy the bands. However, the device was not returned, hence, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.